Manufacturer narrative:
The device history records were reviewed and there were no discrepancies or unusual findings that relate to the reported issue. The device was returned to b+l and subjected to visual inspection. Results revealed that the tip was bent and what is believed to be solution is visible in the loading deck and in the tip. According to the physician, the most likely root cause of the lens damage can be attributed to the plunger tip of the injector overriding the iol.

Event description:
The physician reports performing cataract surgery with attempted implantation of the li61aor intraocular lens using the ez-28 delivery device into the left eye. During insertion, the surgeon observed that as the lens unfolded, one of the haptics was kinked. Intervention was performed in order to enlarge the incision and remove the damaged lens. A second li61aor was implanted successfully and the patient is doing well. Reference MDR 1119279-2010-00092.